Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: d334drg implantable cardioverter defibrillator (B)(6) 2012. (B)(4).

Event description:
It was reported that the post implant procedure, the patient experienced pain during respiration. The right atrial lead threshold had increased. The lead was repositioned and remains in use. The patient's pain was resolved and the threshold numbers were normal. No further patient complications have been reported as a result of this event.